Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
It was reported that the undersensing on the patient's implantable cardiac monitor (icm) had recurred. No intervention was performed, and the clinic will continue to monitor the patient. Patient status was not provided.